Event description:
Additional information reported ¿the results from the x-ray were inconclusive¿ and the patient¿s healthcare providers (hcps) ¿couldn¿t figure out why the stimulation was cutting out when bending.¿ it was noted, the patient was ¿scheduled to go to the operating room for a revision to see where the problem was.¿ the date of the scheduled revision procedure was unknown at the time of follow-up.

Event description:
It was reported that when the implantable neurostimulator (ins) was turned on one week post replacement the patient had intermittent stimulation and noticed the stimulation ¿cuts out¿ when they bent forward and resumed when they straightened up. It was noted that everything was working fine prior to the replacement. The patient also had less than 50% therapy relief. Impedance testing showed electrodes #0, 1, 3 was between the 300s to 600s ohms range. However, electrode contact #2 showed an impedance value of 55 ohms in one impedance check but then was shown to be within normal range in subsequent measurements. The patient was sent for an x-ray of the lead, extension, and the lead-extension connection locations on the day of report for a suspected/potential lead fracture (no results were available). The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).